Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'does not prompt pump to turn on and show load screen' which reproduced during evaluation. The cause was determined to be a failed upper hook switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not prompt to turn on and show tube load screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.